Event description:
Capsular release left elbow with radial head prosthesis application on 2/18/97. On 3/26/98 removal of elbow prosthesis with placement of new prosthesis, as original one had subsided causing deformity of his wrist.